Manufacturer narrative:
Implant regio 16 fractured. Construction was an implant retained single crown on the implant. Patient suffered from periimplantitis following bone loss and implant instability material analysis concluded inhomogenous mechanical overloading of the implant.

Event description:
Implant fracture.